Event description:
The patient reported experiencing elevated blood glucose in the 400's mg/dl. The patient's normal range is 70 to 125 mg/dl. The patient did not report any symptoms. While troubleshooting, the patient noticed that the outer tubing of his infusion set disconnected from the luer lock and insulin was leaking. The patient changed the tubing and administered a 19 unit bolus to help correct his elevated blood glucose. The patient received a follow up call and he reported that his blood glucose is back to his normal range. The patient did not report assistance by a healthcare professional or second party to address the issue. Product has been requested to be returned for evaluation.